Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'). In an adult female patient who had essure (batch no. 623222,628433), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pid pelvic inflammatory disease in 2003. Concurrent conditions included: vertigo, nausea, dizziness, bacterial vaginosis, back pain, allergic conjunctivitis, patellar tendinitis, tonsillitis, hypoglycemia, irregular menstrual cycle, sore throat, vaginitis and anorexia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea (dysmenorrhea ("cramping")), dyspareunia (dyspareunia ("painful sexual intercourse")), menorrhagia (menorrhagia ("heavy menstrual bleeding")), metrorrhagia (metrorrhagia ("bleeding b/w periods")), urinary tract infection ("bladder/urinary problems- uti"), vaginal infection ("bladder/urinary, problems; vaginal infection"), vaginal discharge ("bladder/urinary, problems; vaginal discharge"), fatigue ("other injuries/symptoms-fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage (abnormal bleeding ("vaginal")) and hypersensitivity ("allergic or hypersensitivity reaction"). And was found to have weight decreased ("weight loss"). The patient was treated with surgery on ((B)(6) 2018, hysterescopy (full) salpingectomy (bilateral), hysterectomy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, fatigue, alopecia, migraine, headache and weight decreased outcome was unknown. And the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, vaginal haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation -fallopian tubes, uti, vaginal infection, vaginal discharge, fatigue, hair loss, migraine, headaches, weight loss. Trailing coils: left: 1, right: 5. As per pfs, mr dated (B)(6) 2020: possible infection or abnormality in the ovarian/fallopian region. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2009, unspecified bilateral occlusion, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea,vaginal discharge,migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: lot number was added. Events: hypersensitivity reaction, abnormal bleeding (vaginal) were added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation -fallopian tubes') in an adult female patient who had essure (batch no. 623222,628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease in 2003. Concurrent conditions included vertigo, nausea, dizziness, bacterial vaginosis, back pain, allergic conjunctivitis, patellar tendinitis, tonsillitis, hypoglycemia, irregular menstrual cycle, sore throat, vaginitis and anorexia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), menorrhagia ("menorrhagia (heavy menstrual bleeding), metrorrhagia ("metrorrhagia (bleeding b/w periods), urinary tract infection ("bladder/urinary problems- uti"), vaginal infection ("bladder/urinary problems- vaginal infection"), vaginal discharge ("bladder/urinary problems- vaginal discharge"), fatigue ("other injuries/symptoms-fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (B)(6) 2018-hysterescopy (full), salpingectomy (bilateral), hysterectomy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, fatigue, alopecia, migraine, headache and weight decreased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, vaginal haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), perforation -fallopian tubes, uti, vaginal infection, vaginal discharge, fatigue, hair loss, migraine, headaches, weight loss. Trailing coils: left: 1, right: 5. As per pfs mr dated (B)(6) 2020- possible infection or abnormality in the ovarian/fallopian region. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unspecified bilateral occlusion total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea,vaginal discharge,migraine lot number: 623222 manufacture date: 2009-03 expiration date: 2012-03 . Lot number: 628433 manufacture date: 2008-11 expiration date: 2011-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("bladder/urinary problems- uti"), vaginal infection ("bladder/urinary problems- vaginal infection"), vaginal discharge ("bladder/urinary problems- vaginal discharge"), fatigue ("other injuries/symptoms-fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2018-hysteroscopy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, fatigue, alopecia, migraine, headache and weight decreased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), perforation -fallopian tubes, uti, vaginal infection, vaginal discharge, fatigue, hair loss, migraine, headaches, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received events "pelvic/ abdominal, dysmenorrhea cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia, perforation fallopian tubes, uti, vaginal infection, vaginal discharge, fatigue, hair loss, migraine, headaches, weight loss" were added. Outcome of events "pain, bleeding, other, bladder/urinary" were updated as recovered. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.